Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 06/22/2016. Further information has been requested of the initial reporter regarding: implant date, implanting physician and patient outcomes. To date, no additional information has been received by apollo. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. A visual inspection was performed and noted the port base was discolored, and noted to be yellowish in color. Brown particles were noted on the ss connector, the port tubing and the band tubing junction. A fill inspection test was performed, and no blockage or resistance to flow was noted. A port leak test was performed, and leakage was noted from the port tubing. Under microscopic analysis, the opening was noted to be a smooth-edged opening, consistent with wear and tear. Device labeling addresses the reported event of port tubing leak as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen.

Event description:
Reported as: the patient's lap-band system was reported to have a "leak from gastric band tubing." The port was removed and replaced.